Event description:
The customer reported that the system displayed an error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and calibrated the closed circuit digital camera. The system was tested and found to be working as intended and put back in service.